Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 11/7/2019. Device evaluation summary: according with the information reported the patient experienced a rupture. During evaluation of the device it was observed to be ruptured. Microscopic examination of the edges of the tear gave no indications as to cause of the failure. No other anomalies were observed. Rupture, as indicated in the product insert data sheet (pids), is a known complication associated with mentor mammary prostheses. Causes of rupture of gel-filled implants include, but are not limited to the following events: damage from surgical instruments, intraoperative or postoperative trauma,excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Concomitant medical products: 500cc mentor smooth round moderate plus profile memorygel breast implant catalog: 3505001bc lot: 5732137 serial number: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent primary breast augmentation surgery with a 500cc mentor memorygel breast implant experienced right sided rupture post procedure. As a result, patient had undergone bilateral removal and replacement with a 700cc mentor memorygel breast implant on (B)(6) 2019.